Event description:
Event description guidant received information that this right atrial and right ventricular transvenous leads were exhibiting noncapture and high thresholds. Right atrial and right ventricular lead dislodgement was suspected. No adverse patient symptoms were reported.